Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported the customer had a button error alarm on the insulin pump. Customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.